Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot# unknown, implanted: (B)(6) 2021, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency urge incontinence. It was reported by the basic evaluation patient that they were¿feeling crampy yesterday. On (B)(6) 2021, the patient stated that they had been increasing their stimulation as they were not able to feel it. The patient stated that they have reached the maximum settings for stimulation. Support link did some troubleshooting and found that the patient could not feel the stimulation on both the right and left side with the max settings at 12.5. The patient was referred to their doctor or clinician for further assistance. On (B)(6) 2021, the patient reported that it felt¿like¿ a wire may have come out and it felt like a little stabbing feeling from the prongs. The patient reported that when they adjusted stimulation, they felt a clamping feeling. It was noted that the patient did receive a communication issue but this was resolved. The patient stated that they may have over done it yesterday due to their seeing bleeding.